Manufacturer narrative:
(B)(6). Product is not distributed in the united states. Three devices were returned for evaluation. No suture or t¿s were returned, just the inserters. On each device the actuator is in its post t2 position indicating a complete deployment. The devices were functionally tested for proper actuator advancement and cycling and were found to function as intended. The failure mode cannot be confirmed. A review of the device history records was performed which confirmed no inconsistencies. After the evaluation the root cause could not be determined. The company will continue to analyze additional complaints as they are reported. (B)(4).

Event description:
During an acl meniscal repair procedure it was reported that as the surgeon was backing up the device slowly without touching the trigger, the second implant kept floating in the joint. The site confirmed nothing was left in the joint unsupported. There was no patient injury reported.